Event description:
It was reported that the patient had an inappropriate shock due to oversensing of electro-mechanical noise. The patent was using a foot plate for neuropathy at the time of the shock. Also, the low energy shock impedance measurements have been in the 130-ohm range. This is high but within normal limits. Technical services discussed the findings with the caller. There were no additional adverse patient effects. The system remains implanted.